Event description:
The reporter stated the surgeon inserted an eyeonics lens and the trailing haptic was torn. The lens was removed with no patient injury and another same type lens was implanted. The reporter stated the likely cause of the lens damage was due to the mtc-60c fp cartridge.